Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient presented with unacceptable measurements. X-ray revealed helix defect and lead dislodgement. An attempt to disconnect and reposition the lead was unsuccessful. The lead and the device were explanted and replaced. The patient was stable.

Manufacturer narrative:
No conclusion code available; the reported field event of an inability to withdraw the lead from the header of the ICD was confirmed in the laboratory. Visual inspection identified silicone material inside the set screw hex cavity. This material prevented full insertion of the torque driver in the hex cavity and resulted in difficulty loosening the set screw thus preventing the lead from being released from the header of the ICD.